Event description:
A clinical nurse mgr reported no phaco was available and the footswitch would not respond during a cataract procedure. There was no pt impact reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the sys and replaced the footswitch controller pcb (printed circuit board). The company rep also connected the new footswitch that had been ordered by the customer. The sys was then tested and met product specs. The replaced footswitch controller pcb and the exchanged footswitch were returned for in-house eval. A root cause has not been determined. (B)(4).